Event description:
Swelling on knee with pain/ serious swelling [swelling of knees], swelling on knee with pain [knee pain]. Case narrative: initial information received from (B)(6) on 12-jul-2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced swelling on knee with pain/ serious swelling and swelling on knee with pain, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - 7rsl042) for osteoarthritis of knees. The patient developed an event of a serious swelling on knee with pain/ serious swelling (joint swelling) and swelling on knee with pain/ serious swelling (arthralgia) after starting use of hylan g-f 20 and sodium hyaluronate. Patient was previously injected with synvisc one six months ago. Synvisc one concomitant was given with steroids and patient was doing well during previous treatment six months ago. Now, the patient came back after six months and repeated injection on bilateral knee. The difference of this treatment compared to previous one is doctor did not use steroid. Final diagnosis was swelling on knee with pain and swelling on knee with pain. Corrective treatment: steroids for knee swelling. The patient outcome is reported as unknown for swelling on knee with pain/ serious swelling and as unknown for swelling on knee with pain. Seriousness: required intervention for swelling. A product technical complaint has been initiated and the results are pending for the same

Event description:
Swelling on knee with pain/ serious swelling [swelling of knees] swelling on knee with pain [knee pain] case narrative: initial information received from malaysia on (B)(6) 2018 regarding an unsolicited valid serious case received from a physician. This case involves a 54 years old female patient who experienced swelling on knee with pain/ serious swelling and swelling on knee with pain, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection (strength: 48 mg/6ml) dosage unknown (lot - 7rsl042) for osteoarthritis of knees. The patient developed an event of a serious swelling on knee with pain/ serious swelling (joint swelling) and swelling on knee with pain/ serious swelling (arthralgia) after starting use of hylan g-f 20 and sodium hyaluronate. Patient was previously injected with synvisc one six months ago. Synvisc one concomitant was given with steroids and patient was doing well during previous treatment six months ago. Now, the patient came back after six months and repeated injection on bilateral knee. The difference of this treatment compared to previous one is doctor did not use steroid. Final diagnosis was swelling on knee with pain and swelling on knee with pain corrective treatment : steroids for knee swelling the patient outcome is reported as unknown for swelling on knee with pain/ serious swelling and as unknown for swelling on knee with pain. Seriousness: required intervention for swelling a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: 7rsl042; global ptc number: (B)(4). The production and quality control documentation for lot number 7rsl042; expiration date (2020-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 7rsl042 no CAPA (corrective and preventive actions) was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2021 there were 1 complaint on file for lot number: 7rsl042 and all related sublots. 1 complaint was on file for lot number: 7rsl042: (1) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required final investigation complete date was (B)(6) 2021 with summarized conclusion as no assessment possible. Follow up information was received on 27-jul-2021 from the other healthcare professional. Global ptc number added. No significant information added. Additional information was received on 03-aug-2021 from the other healthcare professional. Ptc results added. Text amended accordingly.